Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated it was not possible to configure the alarm and it has a sound failure. There was no report of harm or patient safety concern in this case.